Event description:
A (B)(6) female pt has contacted zoll customer support that the battery charger was not working. The pt was issued a replacement batter charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been confirmed. Upon investigation the battery charger was unable to recognize a battery. The cause for the failure was isolated to shorted u13 (cmos flash microcontroller) and q1 (current controlling transistor) components on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.